Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the air bubbles was in the air bubbles between black o ring. The customer¿s blood glucose level unknown at the time of the incident. Approximate size of the air bubbles was half of the two. Troubleshooting was performed. The reservoir will be returned for analysis.